Manufacturer narrative:
It was reported that the smoke came from the attachment point for the power cord on the junction box. There was a patient in the bed at the time of the incident, and the wing of the facility where the bed was being used was evacuated due to the smoke and the smell. The junction box was replaced, and the device is operational again. At this time, the underlying cause of the failure cannot be determined. The junction box has been returned to invacare and is pending an evaluation. Once the evaluation has been completed, a supplement record will be filed with the findings.

Event description:
An invacare representative reported that the dealer alleged that the junction box blew out with smoke.

Manufacturer narrative:
The evaluation of the junction box has been completed. It was confirmed during the evaluation that the junction box emitted smoke when the "foot down" function was operated. It was determined that the underlying cause was due to a failure of capacitor c6. No adverse events have been reported as a result of this failure. The affected junction box was manufactured on april 5, 2016. All junction boxes manufactured and shipped after (B)(6) 2017 incorporate new technology including an updated capacitor that provides an additional fail safe condition. To date, there have been zero confirmed failures since its release.